Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that when the screw was implanted, it collided with a previously implanted screw. The damaged screw was removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h4, h6, h10. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to user error: the screw was placed in the direction of deviation, and the force was too strong, which caused the screw thread to be damaged. This is addressed on page 16 of periarticular distal tibial locking surgical technique (97-2347-046-00) stating, "check the position of the screw with the fluoroscope. Repeat this procedure for each of the non-locking screws to be inserted." A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.